Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus performed the operational check for the subject device, but there was no abnormality observed. The facility commented that after this phenomenon occurred, the subject device worked properly when another operator used this. So this phenomenon might be attributed to the operator handling for the subject device or patient's physical constitution. Olympus also checked the device history record of the subject device, and there was no irregularity found. The instruction manual of psd-60 already mentions cautions for the device handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report#: 8010047-2015-01021.

Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus is under investigation for the cause of this phenomenon. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. Please cross reference the associated complaint files: MFR report#: 8010047-2015-01021.

Event description:
Olympus was informed that during colon polypectomy, the burnt area of the patient's colon was wider than expected in the combination with the subject device and the sd-5u-1. The patient felt pain at that time and blood loss volume was more than usual. The facility treated bleeding with a clip. The patient is reportedly doing well.